Event description:
While using the custom pack, the pall blood filter in the circuit necessitated much more force than the usual push unit(s) of blood through. Customer states this is the third occurrence in this pack lot number.

Manufacturer narrative:
Based on the available info, it is not possible to determine if the device was used in accordance with the labeling in regards to "defective/damaged component" reported failure mode. It was stated in the IFU that a thorough visual inspection should be performed to exclude the use of a device with any damage caused during transport or storage. It was also indicated that personnel handling the mcp tubing set are trained to take any measures to support the system in case the tubing is damage; to always be careful while handling and preparing the mcp tubing set; and upon installation of the extracorporeal system to prevent notches, incisions, punctures and any other kind of damage of the tubing used in the system. The device is delivered sterile and pyrogen-free. Sterility remains assured as long as the packaging is not opened or damaged and the use-by date has not expired. The device must be stored horizontally in a cool, dark and dry place until used. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).